Event description:
It was reported that the volume of sound the pt could hear from 2004 was fluctuating going from quiet to loud over approx. 15-30 second intervals. The fluctuation has since worsened, with longer and longer periods of silence/very quiet. All the external equipment was exchanged but without effect. Testing confirmed that the device has malfunctioned.